Event description:
It was reported that the patient had a lead explant on (B)(6) 2021 and a piece of the paddle lead was cut off and left in the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.